Event description:
Drawing blood with luer lock vacutainer from cvc. When drawing waste blood tube, blood stopped flowing when only 1/3 full. Went to put another tube on vacutainer and when removing first tube, the needle pulled out of vacutainer and stayed in tube.